Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had fluctuating rotations per minute (rpm) and pulsitility index (pi) readings. The fixed speed of the patient's rpm was 5400 and the low speed limit 5200, however the system controller speed dropped to 5100, and the system controller recorded 5800 on (B)(6) 2025. The controller was exchanged. Log file review was requested which revealed that the reported event was overwritten by pi events. Exchanging the system controller resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported speed fluctuations could not be confirmed via the submitted log files. A review of the submitted log files revealed the pump operated within the expected speed range for the entirety of the reviewed log file. Events from 11dec2025-12dec2025, per the reported event, were not captured in the reviewed file as they were overwritten by newer events. No notable events/alarms were captured, and the heartmate 3 left ventricular assist device (lvad), (B)(6), appeared to function as intended. The pump was not returned for analysis. Provided information indicated that the patient¿s system controller was exchanged to resolve the reported speed fluctuations. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of this IFU, ¿introduction¿ addresses pump parameters including pump speed. This section also states, ¿in general, if the speed is set optimally, lvad flow will be unidirectional towards the aorta and much greater than cardiac output, which may be minimal or zero if the presence of the lvad keeps the aortic pressure above the ventricular pressure even during systole. If the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that simply is not there, resulting in collapse of the left ventricle and potential arrhythmia. The heartmate 3 lvas employs a feature called pulsatility index (pi) detection to recognize and avert this condition. When the degree of pulsatility measured in the electrical current waveform has fallen below a preset value, the system regards this as a risk of ventricular suction and quickly lowers the rotor speed to a preset, programmable low speed limit, then immediately but gradually returns the rotor to its original speed.¿ section 4 of the IFU, ¿heartmate touch¿ communication system¿ states, ¿the heartmate touch¿ app displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions.¿ section 4 of the IFU states,¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event.¿ section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.